Event description:
It was reported that a zip fix gun was jamming, sticking, and not working properly during a case. A back up zipfix was readily available. No delay in surgery or patient harm reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: in the investigation it was determined that the ¿nut¿ component of the instrument, which holds the tension limiting spring in place, had become loose and unthreaded from the instrument. The returned first generation instrument show marks of long time use. Except for the loose ¿nut¿ component which was returned with this complaint no other damages or loose screws are identified. The loosening of the ¿nut¿ component was addressed in the (B)(4) and implemented in (B)(6) 2013 by the manufacturing site. By providing instructions for the assembly line to use an approved ¿thread glue¿ to secure the nut. The returned instrument with lot number 7700691 was shipped to the us in 12. 2011 product development is closing this complaint as valid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. DHR review on part # 03.501.080 lot # 770069, DHR 03.501.080 application instrument for sternal zipfix lot 7700691, there is no DHR information for this lot in docusphere. The lot number exists in jdedwards associated with po #(B)(4) issued (B)(4) 2011 by synthes (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.